Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3093-28, lot # va01r8d, implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient was raking and got a shock in her rectal area. The patient went to the store and reportedly felt ¿ok¿. The patient felt ¿fine¿ after she returned home but wanted to know if she ¿disturbed¿ the implantable neurostimulator (ins). The reporter indicated that the patient wanted to ¿double check¿ that her settings did not change as she saw a ¿change aaa batteries¿ icon displayed on the patient programmer. It was noted that the aaa batteries didn¿t last very long and the patient was ¿surprised¿ she had to change the batteries herself. If additional information becomes available, a follow-up report will be submitted.